Event description:
This is being filed to report a single gripper actuation issue which occurred during preparation. It was reported during prep of the clip delivery system (cds), one gripper arm did not drop all the way, it only dropped a quarter of the way down. Troubleshooting was unsuccessful. Another cds was used to complete the procedure. There was no patient involvement and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported difficult gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.